Manufacturer narrative:
The event was reported as a carpometacarpal procedure where an orthadapt bioimplant was used as a spacer; orthadapt bioimplants are not indicated for this use. After the excision of trapezium bone, the surgeon rolled the bioimplant and then sutured each of the circular layers with absorbable suture. He then placed the entire (circular) bioimplant in the cmc space joint. The bioimplant was not fixated to the surrounding tissue. An assessment based on the provided case information could not determine the cause of the reported event; however, it is likely the off-label use of the product and fixation method contributed to the event. The lot number was not reported to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Pt developed swelling and redness approximately 2 months post carpometacarpal (cmc) procedure where the orthadapt bioimplant was used as a spacer; the bioimplant was explanted approximately one month later.